Manufacturer narrative:
(B)(4) the reported event of the needle detaching. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a needle aspiration biopsy procedure performed in the lungs. According to the complainant, during the first attempt to obtain a sample, the needle of the tban device broke off, and was left embedded in the patient's lung. The procedure was not completed due to this event. The patient was monitored in the ICU, and it was decided to leave the needle inside the patient. The patient was okay, and was sent home on (B)(6) 2011.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a needle aspiration biopsy procedure performed in the lungs. According to the complainant, during the first attempt to obtain a sample, the needle of the tban device broke off, and was left embedded in the patient's lung. The procedure was not completed due to this event. The patient was monitored in the ICU, and it was decided to leave the needle inside the patient. The patient was okay, and was sent home on (B)(6) 2011.

Manufacturer narrative:
The condition of the complaint device was consistent with the complaint that the needle broke off. A visual evaluation revealed that the needle was broken and that approximately 0.952" of the needle was missing. However, approximately 0.069" the welded portion of the needle was still attached to the drive wire. The deformation to the needle resembles that of a metal failure that has been stressed until it cracks and then breaks apart. The evaluation also revealed that the distal end of the sheath had been torn/ripped; approximately 0.275" of the sheath was missing. The sheath also appears to have been stretched, as if tensile was applied. The protective hub, which is secured within the tip of the sheath during the manufacturing process, was also missing. Approximately 123.5cm from the tip of the strain relief 6cm of the drive wire was found protruding from the sheath, when the drive wire was in the extended position. A functional evaluation was performed, and found that even though the wire was protruding from the sheath, the wire could be actuated without difficulty. From the deformation of the drive wire and of the sheath, it appears that the two were damaged simultaneously. Based on the evaluation of the device, the returned condition, and information within the reported complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.